Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a crack in the side of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: cracked reservoir tube lip, partially detached retainer ring, broken battery tube threads, cracked case on the battery tube side. In summary, the customer¿s report of a crack in the side of the battery compartment was confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on battery housing and along side of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.